Manufacturer narrative:
The device has been returned for evaluation, but the evaluation has not been completed. Upon completion, a supplemental report will be sent with the evaluation results. A device history record review was completed and documented that the device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. No corrective or preventative actions are required at this time. (B)(4).

Event description:
As reported, during use in patient, when monitoring was started with this swan-ganz catheter, it was noticed that the temperature values displayed on the philips bedside monitor were 34ºc (bladder temperature 38ºc), the customer tried troubleshooting by using different connecting cables but the temperature was still 34ºc. The patient was receiving renal replacement therapy through a central venous catheter with renal replacement therapy fluid temp at 37ºc. The swan-ganz catheter was not employed to dispense any drug. The patient was not treated according to the temperature value from the swan-ganz, the bladder temperature value was used. As initially the temperature values given by the swan-ganz catheter were not trusted, the customer removed the swan-ganz catheter and continued the procedure. Device was available for evaluation. Attempted to obtain patient demographics, but not available at this time.

Manufacturer narrative:
We received one 782f75m catheter with monoject limited syringe and 2 non-edwards stopcocks. The report of thermistor issue was confirmed. The thermistor was submerged in a 37.0 c water bath and read 33.7 c on the vigilance ii monitor. There were no open or intermittent conditions observed. The thermistor connector was opened and there were no abnormalities observed. The balloon latex had deterioration and air leakage through the latex. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned monoject 1.5cc limited volume syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. An unstable baseline temperature tracing can be an indication to the user to begin the troubleshooting process before a cardiac output measurement is attempted. The patient¿s body temperature can be obtained by different means and compared to the temperature obtained from the catheter. If they do not correlate to the clinician¿s satisfaction, it is common clinical practice to the abort the attempt to obtain an intermittent cardiac output. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.